Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 694765, implantable tachy lead, (B)(6) 2011; 419488, implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the generator (ipg) was explanted and replaced due to unexpected longevity probable due to left ventricular (lv) lead high thresholds. In addition, the lv lead would not capture in any other pacing configuration. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.